Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/06/2014 with the following finding:visual inspection revealed that the battery compartment was cracked below the finger pad. During testing, the display was found to be dim/fading/discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling of at the ok button. The keypad cover was removed and no contamination was found under any button contacts. (B)(6).